Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported that the extension line of four devices separated during intravenous infusion of IV fluids on four different horses in a veterinary clinic. The IV fluids were unable to be delivered intravenously into the horses' vein resulting in incomplete therapy. The incident did not cause any harm, injury or sustaining health consequences to the animals. The associated emdr report numbers are 3006425876-2025-00190, 3006425876-2025-00207, 3006425876-2025-00206 and 3006425876-2025-00205.

Manufacturer narrative:
(B)(4) the customer provided six photos for analysis. The customer also returned one representative cvc kit for analysis. No defects or anomalies were observed with the returned sample. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a separated extension line from the luer hub was not confirmed through complaint investigation of the returned sample. The customer returned a representative sample. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, the probable cause cannot be determined without the reported sample returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the extension line of four devices separated during intravenous infusion of IV fluids on four different horses in a veterinary clinic. The IV fluids were unable to be delivered intravenously into the horses' vein resulting in incomplete therapy. The incident did not cause any harm, injury or sustaining health consequences to the animals. The associated emdr report numbers are 3006425876-2025-00190, 3006425876-2025-00207, 3006425876-2025-00206 and 3006425876-2025-00205.